Event description:
It was reported that the patient's ipg was nonfunctional and the patient was getting inadequate relief. The patient underwent an ipg replacement procedure. No further information could be obtained.